Event description:
Information was received indicating that while in use of a smiths medical cadd cassette reservoir, it was noted that the cassette's content was not delivered. Subsequently, the cassette was changed. No patient consequences were reported. No adverse effects were reported.

Manufacturer narrative:
This remediation MDR was generated under protocol (B)(4), as a result of warning letter cms# (B)(4). No problems or issues were identified during the device history record review. One sample was received in used conditions without its original packaging, decontaminated with extension set attached and inside in a plastic bag. During the visual inspection the sample received did not present with any damaged, kink, cut. The sample was received without the blue clip or cap. During the functional testing the sample could be connected without problem and passed the delivery accuracy test; sample delivery rate was 3.03 percent. The complaint was not confirmed. No root cause could be determined since the complaint was not confirmed due to the sample being tested and successfully passed. No corrective action was taken since the complaint was unable to be confirmed.